Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the bag broke before the gall bladder was removed and able to get the specimen out. It is unknown what was used to complete the procedure. No adverse consequences reported. The device was discarded. No other details are available.